Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the patient list was not showing up for provider. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the patient list was not showing up for provider. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient list was not showing up for providers. A technical support specialist dialed into server, checked the pes, both patients were assigned to unit 4h, area 4h, while station was assigned to different areas, resulting in the patients not appearing on the station due to area mismatch. So, advised customer to correct it.